Event description:
Pt was admitted after sitting down in a chair, and inadvertently flexed knee greater than 90 degrees felt a subsequent dislocation of left hip. They was about 3 weeks postop of a right hip revision. Admitted for revision of hip arthroplasty.